Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was to be implanted with a gore® tag® thoracic endoprosthesis (item#: tag3720, lot#:9982886) for treatment of a large thoracic aortic dissection involving the ascending aorta, the aortic arch and the descending aorta. It was reported the physician encountered difficulty when advancing the device in the aortic arch. X-ray fluoroscopy revealed the device had partially deployed at the distal end. The physician was able to withdraw the device without injury to the patient. Further inspection of the device reportedly confirmed distal displacement on the catheter, as well as partial deployment on the proximal end. The physician used another device to complete the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Only pictures were received by gore for evaluation as the specimen is not available for return.